Event description:
Patient, original ankle surgery (B)(6) 2017 with a zimmer bone stimulator implanted with additional implants. Reportedly patient has had problems with his ankle after the surgery on (B)(6) 2017, and was scheduled for revision surgery on (B)(6) 2017. Subsequently, physician received a recall letter related to the zimmer bone stimulator item # 10-1348m, lot # 521203. Item description: ogen dual mesh cathodes. Additional implants: manufacturer: stryker - trauma, implant names: vitose bb. Trauma bone graft, model/cat no: 2102-2210, lot no: b1610024; vitoss bb trauma bone graft, model/cat no: 2102-2205, lot no: b1610018; 7.0 x 90 headless cannulated screw, model/cat no: 658390 (1); 5.0 x 50 headless screw, model/cat no: 658150 (2): 4.0 x 60 cannulated screw, model/cat no: 604660 (1); 4.0 x 55 cannulated screw, model/cat no: 604655 (1).